Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported battery out limit. Customer stated the buttons are also unresponsive. Customer's blood glucose was 112 mg/dl. Customer could not recall any significant events leading to the keypad issues. Customer is advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump did not alarm button error alarm. However, the up arrow button did not respond due to corroded keypad trace. Unable to verify battery out limit alarm due to the unresponsive button. The device was received with minor scratched display window, cracked display window corners, and cracked reservoir tube lip.